Event description:
At 8 hour probe site check, noted reddened area under site. We have seen this problem with both the neonatal and pediatric masimo set lncs pulse oximeter sensors. It has occurred multiple times, as early as a 2 hour probe site check.====================== manufacturer response for pulse oximeter probe, lncs======================attempting to resolve